Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was experiencing leaking so they decided to change the program. Patient states now that they've changed the program, if they sit or bend over they feel the stimulation in the wrong place. Patient wants to change the program again, but states they unable to do so with their equipment.  During call, patient was given assistance. Patient will try another program and will continue to monitor symptoms. If they do not improve, patient will try increasing stim if comfortable. It was recommended patient speak with healthcare professional (hcp) about program changes and therapy issue. Additional information was received from the patient. They reported that they had not yet contacted their managing doctor about the stimulation being in the wrong location, but had an appointment scheduled for (B)(6) 2022. The cause of the stimulation in the wrong location when sitting or bending was determined. When asked what most likely caused or contributed to the issue, they stated they picked a program that was not suitable, then could not get device to sync for them to change settings. When asked what steps were or would be taken to resolve the issue, they responded they contacted the manufacturer for assistance since they could not get a hold of their doctor's office. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.